Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used for a general procedure on (B)(6) 2022 en it was reported ¿dispersive electrode not staying adhered on patient.¿. The procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. The patient is listed as being in ¿good condition¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cable, 100/case, was being used for a general procedure on (B)(6) 2022 when it was reported ¿dispersive electrode not staying adhered on patient.¿. The procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. The patient is listed as being in ¿good condition¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.